Event description:
It was reported that during the implant procedure, the left ventricular lead exhibited a capture anomaly when connected to the device. The lead was no longer used. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4).